Manufacturer narrative:
An evaluation of the returned device revealed that the non-olympus bending section cover was detached from the non-olympus plastic distal end cover. Additional information is being requested. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available. This report has been submitted by the importer under this MDR report number (B)(4).

Event description:
It was reported, the metal o-ring at the insertion portion of the bronchovideoscope became detached during an unspecified procedure and was retrieved from the patient's airway. It was also reported that the device did not pass the leak test. There were no reports of further patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information as reflected in b5 and correction to h4. This report has been submitted by the importer under this supplemental MDR report number (B)(4).

Event description:
It was reported, the issue occurred during a bronchoscopy inspection. There was a 5-minute delay and the procedure was then completed with a similar device. The patient was discharged without complications.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that irregular stress was applied to the bending section cover (a-rubber) during user handling which damaged the a-rubber. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "bf-190 series - operation manual: chapter 3 preparation and inspection: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.